Manufacturer narrative:
(B)(6).

Event description:
It was reported that burns on the patient forearm were noted after the operation. The arm was covered with an adhesive cloth, sterile. The skin lesions have arisen in the area of the adhesive strip. No further patient complications have been reported. Complaint 2 of 2. See (B)(4) for related complaint against concomitant wand.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).